Event description:
It was reported that the doctor was not able to pierce femur while drilling with the subject drill. As doctor also stated, the drill has drilled to a guide. According to the doctor the event took place during surgery. According to doctor the adverse consequence for the pt was linked to the extension of surgery time, as it took 1 hr 30 mins for before doctor managed to drill femur manually without using above mentioned guide. Doctor reported that the tools were crooked.

Manufacturer narrative:
Add'l info will be provided, once investigation is completed.